Manufacturer narrative:
No button error alarm. Failure analysis found intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. No moisture damage electronic assembly.(B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. Customer also reported they were unable to clear the button error alarm by replacing the battery. It was also found the keypad was unresponsive on the insulin pump. The customer's blood glucose was unknown. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.